Event description:
The caller is the patient's wife and she reported that the cuff deflates and that the spring in the pilot balloon does not close all the way. The patient had another tube put in place when this tube failed.

Manufacturer narrative:
The tube was discarded, and therefore, not available for failure investigation. The lot number is unknown. No analysis or conclusions can be drawn without the device, or the lot number.